Event description:
It was reported that early exposure switch release errors were received, this caused the patient to be re-exposed. It was determined that the exposure switches needed to be replaced. Once the exposure switches were replaced the system is working as intended.